Manufacturer narrative:
Continuation of d10: product ID: ped-500-35, (b730778); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex stent failed to open in the middle section. The patient was undergoing treatment of a saccular, unruptured left ophthalmic artery aneurysm with a max diameter of 18.22mm and a 9.88mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.68mm distally and 5.02mm proximally. The access vessel was the femoral artery, with a 8.8mm diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that the surgeon used a pipeline stent to treat the intracranial wide-necked aneurysm. It was expected to be deployed at the end of the internal carotid artery. After the distal end was opened, it was found that the middle section did not open smoothly. After the surgeon increased and decreased the tension, it still could not be opened; the surgeon retrieved the system and deployed the stent again. It still could not be opened at the siphon bend. After repeated increases and decreases of tension and retrieval operations, it was found that the middle section of the stent was suspected to be kinked. The surgeon had to remove the system. During the stent retrieval process, it was suspected that the phenom27 microcatheter could not be withdrawn, so the entire system was removed and a phenom27 microcatheter was inserted again. The surgeon removed the entire system, including the stent, and replaced it with another dense mesh stent for the surgery. The surgery was successfully completed, and the angiographic result post procedure showed that the blood flow in the aneurysm slowed down and the contrast agent was retained. The pipeline was positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include an ev3 phenom27 catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no obvious damage found to the phenom27. In an attempt to open the pipeline the tension was increased and decreased, and retrieval and re-deployment were carried out, but the problem could not be solved.

Manufacturer narrative:
H3: product analysis. As found condition: the pipeline flex braid and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. In addition, the middle section of the braid was found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter could not be confirmed to have resistance during delivery/retrieval as no defect was found with phenom 27 catheter. In addition, the pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. No resistance was observed during testing. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. In addition, based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open at middle section as the middle section was found to be open and no damage. However, the root cause could not be determined. Possible causes include resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.